Event description:
A customer contacted global technical service (gts) regarding a system error 2240 (air in set) alarm during drain 4 of 5. The technical service representative (tsr) had the home patient (hp) turn the home choice (hc) on. The hc went to "press go to start." The tsr reviewed the alarm log. On (B)(6) 2012 at 1:19 there was a system error 2367, and at 1:16 there was a system error 2240. The tsr asked the hp the system error 2240 troubleshooting questions. The hp stated the heater bag was not connected to the heater line correctly. The hp stated he twisted the connector and it moved, so the bag was not connected properly. The tsr explained the system error 2240 to the hp. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report. Product surveillance spoke with the registered nurse (rn) on (B)(4) 2012 regarding the reported event. The rn stated that she was aware of the alarm . She stated that she had reviewed proper procedures with the patient regarding the heater bag not being connected to the heater line correctly. She stated that she saw the patient yesterday and he has had no issues with the new cycler. Since then, therapy has been going well. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) was confirmed; per the complaint information, the cause of the system error 2240 was due to air being sucked into the disposable because there was a loose connection between line and supply bag. The label review found the labeling adequate for the use error in this complaint. A batch review was performed with the lot number provided by the customer, but no issues were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample availability is not available. The sample lot number is known, therefore a batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.